Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. It was reported by a facility in the united states that the wire guide from a lock pericardiocentesis catheter set separated during a procedure in the pediatric intensive care unit (picu). After the catheter was placed in the patient, the tip of the wire guide broke off inside of the patient. It was noted the wire guide was withdrawn through the needle. The wire fragment was successfully removed from the pleural space in a separate procedure by an interventional radiologist. The patient was reported to be well. Reviews of the complaint history, instructions for use (IFU), and quality control procedures of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU [c_t_ttps_rev10] supplied with the device states the following in consideration of the reported failure mode: ¿instructions for use¿ 5. Slide the safe-t-j wire guide straightener (positioned on the distal end of the wire guide) over the ¿j¿ portion of the wire guide and seat the straightener in the hub of the needle. 6. Insert the wire guide through the needle and advance the wire guide into the pericardial sac. Note: the wire guide should advance without resistance. 7. Leaving the wire guide in place, remove the needle. 8. Create a small skin incision. If a dilator is included in set, the dilator should be advanced over the wire guide and removed prior to insertion of the catheter. 9. Introduce the catheter (with stiffening cannula, if applicable) over the wire guide and advance until the tip of the catheter is posterior to the muscle fascia. 10. If the set contains a catheter stiffening cannula, remove the cannula with a twisting motion, while holding the catheter and wire guide in place. 11. Advance the catheter into the pericardium. Note: the wire guide should always extend beyond the catheter tip. 12. Remove the wire guide. 13. If applicable, attach the appropriate connecting tube and prepare to aspirate.¿ based on the available information, no product returned, and the results of the investigation, the cause for this event was due to a failure to follow the provided instructions. The product labeling indicates the needle should be removed before the wire guide. It was reported that the wire guide was withdrawn through the needle. Due to the delicate nature of the wire guide, it is possible that the wire guide was damaged by the sharp edge of the needle. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, h6 - annex e this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided. The wire guide fragment was removed by an interventional radiologist in a separate procedure. The wire guide was withdrawn through the needle.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3 - occupation: quality advisor. G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the wire guide from a lock pericardiocentesis catheter set separated during a procedure in the (B)(6) hospital. After the catheter was placed in the patient, the tip of the wire guide broke off inside of the patient. The wire fragment was successfully removed from the pleural space by an interventional radiologist. The patient was reported to be well. No other adverse effects were reported for this incident. Additional information regarding the event has been requested but is currently unavailable.